Event description:
Unit was electively explanted due to a non specific lead problem associated with a competitive MFR. Failure analysis reveals loss of hermeticity, however, the device achieved its published projected longevity.